Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis was initiated but at this moment, there is no information that suggest it was completed; therefore, this device has not been cleared for implant. Technical services (ts) states this is most likely due to cold weather. No patient involvement.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis was initiated but at this moment, there is no information that suggest it was completed; therefore, this device has not been cleared for implant. Technical services (ts) states this is most likely due to cold weather. No patient involvement. Additional information was received indicating the data from the disk was reviewed and it was found that the device recorded days with temperatures near or below labeled storage conditions. The battery voltage is tracking the temperature, and has recovered with warmer temperatures. Technical services (ts) determined the device can now be implanted.